Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The reporter stated the device used to read lower than the lab, and now it reads higher. The device was replaced and requested to be returned for evaluation.